Manufacturer narrative:
An event of pericardial effusion lead to cardiac temponade during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. The patient's act was over 250 seconds. It was indicated that device was too big to close the appendage so to decided to re-size the occluder which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 08 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The sizing of the appendage was 21mm x 34mm for the orifice, 20mm x 23mm for the landing zone, and 24mm for the depth. The patient's activated clotting time (act) levels was over 250 seconds, and heparin was administered. During the procedure, the device was too big to close the appendage despite the measurements obtained during baseline. The physician decided to re-size to a 25mm amplatzer amulet left atrial appendage occluder and used the same 14f amplatzer torqvue 45x45 delivery sheath. As it was more suitable for patient's anatomy. After meeting close criteria and deployment, the patient's blood pressure dropped, and transesophageal echocardiography (tee) noticed an effusion near the left atrial appendage. The pericardial effusion lead to cardiac tamponade. The effusion was drained. The cause of the pericardial effusion was believed to be due to the 25mm amplatzer amulet occluder and the 14f amplatzer torqvue 45x45 delivery sheath. Patient was reported as stable. No further intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.